Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including: a CT scan revealed that filter struts have perforated through the vena cava wall and are dangerously close to the abdominal aorta. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of pulmonary embolism (pe). The filter was implanted for development of gastro intestinal (gi) bleed on anticoagulation. A trapease type inferior vena cava filter was deployed in an infrarenal location without immediate procedural complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately thirteen years and one-month post implantation, when the patient was submitted to a CT scan of the abdomen, in which the report and images revealed the filter had perforated through the vena cava walls and was dangerously close to the abdominal aorta. The patient reports perforation of filter strut(s) outside the ivc; trouble standing, walking and lifting heavy objects; trouble sleeping and trouble standing and sitting for long periods of time, in addition to trouble with sexual relations. The patient must use a walker for help to get around at times. The patient further reports intense back pain and pain on the right side towards the chest. Moreover, the patient reports having severe migraine headaches within the last few months. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Concomitant devices: unknown 5f multi-side hole catheter complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided stated that the filter perforated through the vena cava and was close to the abdominal aorta. The patient further reports intense back pain and pain on the right side towards the chest and that injuries have caused emotional distress, mental anguish, anxiety and stress. The patient also reports that they are having trouble standing, walking and lifting heavy objects; trouble sleeping and trouble standing and sitting for long periods of time, in addition to trouble with sexual relations. Moreover, the patient reports having severe migraine headaches within the last few months. The patient became aware of the reported events approximately thirteen years and one-month post implant, when the patient submitted for a computed tomography scan of the abdomen which showed that the filter perforated the ivc. The indication for the filter implant was a history of pulmonary embolism and developing a gastrointestinal bleed while on anticoagulation. The filter was placed vie the right internal jugular vein and deployed in the infrarenal location. There is currently no additional information available for review. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including: a CT scan revealed that filter struts have perforated through the vena cava wall and are dangerously close to the abdominal aorta. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of pulmonary embolism (pe). The filter was implanted for development of gastro intestinal (gi) bleed on anticoagulation. A trapease type inferior vena cava filter was deployed in an infrarenal location without immediate procedural complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately thirteen years and one-month post implantation, when the patient was submitted to a CT scan of the abdomen, in which the report and images revealed the filter had perforated through the vena cava walls and was dangerously close to the abdominal aorta. The patient reports perforation of filter strut(s) outside the ivc; trouble standing, walking and lifting heavy objects; trouble sleeping and trouble standing and sitting for long periods of time, in addition to trouble with sexual relations. The patient must use a walker for help to get around at times. The patient further reports intense back pain and pain on the right side towards the chest. Moreover, the patient reports having severe migraine headaches within the last few months. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, a patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, a computerized tomography (CT) scan that revealed that filter struts had perforated through the vena cava wall and were dangerously close to the abdominal aorta. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The patient is reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including: a CT scan revealed that filter struts have perforated through the vena cava wall and are dangerously close to the abdominal aorta. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.